Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduced the issue. Fse performed opto button and grip calibration as a precaution, the system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 3 issues during surgery. It was stated usm3 was unresponsive. Surgeon was unable to take control therefore, it was decided to move to another surgeon console. Surgeon was able to take control of all arms. The procedure was completed with no reported injury using another dv system.